Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection of a cassette patient line to the transfer set was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line of the cassette came loose from the transfer set. The patient needed assistance with the alarm. The technical service representative explained the alarm and instructed to start over with new supplies. The patient understood and was going to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.